Event description:
It was reported that during an unrelated pocket revision procedure, an insulation anomaly was observed on the right ventricular lead. Electrical values were normal and the lead remained in use. The patient was noted to be in good condition following the procedure.

Manufacturer narrative:
(B)(4).